Event description:
It was reported that the patient had had the ins (implantable neurostimulator) and leads removed from her back approximately 6 months to a 1 year prior to the report because the device didn't work for her. The patient kept getting the pain back, and her body was kind of rejecting it and was having problems at the site of implant. There was some swelling and pain at the implant site. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 3776-60 serial# (B)(4); product type lead product ID 3776-60, serial# (B)(4); product type lead product ID 37752, serial# (B)(4); product type recharger. (B)(4).